Event description:
During an ortho surgery case, the surgeon was using a zimmer flexible reamer to open the marrow channel in the pt's tibia. The chuck end of the reamer broke off from the drill and was stuck in the pt's tibia. The remaining section of the reamer was unable to be removed by hand. The surgeon was able to manipulate and remove the broken section of the reamer using a battery powered drill from the maintenance department.